Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was delayed. A philips field service engineer (fse) visited the site, checked the logfile and found that the image processing (ip)-pc was malfunctioning causing the system not to produce x-rays. The reported issue is addressed in medical device correction: z-1151-2024 / z-1156-2024. The fse implemented the field change order (fco). After implementing the fco, the system was returned to use in good working order. The codes were updated based on the investigation outcome.